Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was small in diameter. It was reported that the patient presented emergently with a ruptured aneurysm. The stent graft was implanted, however, the patient expired due to loss of blood which occurred prior to the placement of the stent graft. The stent graft performed as intended.

Manufacturer narrative:
Evaluation: results - death, presented with a ruptured aneurysm prior to device placement. Conclusion: presented with a ruptured aneurysm prior to device placement. Aneurysm ruptured prior to stent graft placement.